Event description:
It was reported that the bd alaris¿ smartsite¿ extension set came apart during use and leaked medication down the patient's back. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "the manifolds have been coming apart and leaking, and the connection with the extention to the angio seems to not screw on very tight and leaks at that spot... Bd smartsite ext set 3 port manifold - # 20519e â¿¿ coming apart where circled and air locking... *details: pt. Was in endo being put to sleep and the anesthesia provider stated that the connection of item 7592897 to the angio was leaking. He tightened that connection then went to the manifold (7570763), started giving propofol and the connection there came apart completely and sprayed the patient down her back... There was no adverse event. It just delayed the patient getting to sleep for the procedure. *procedure: egd and colonoscopy."

Manufacturer narrative:
Investigation summary: no product was returned by the customer. Photo received for verification. It was reported by the customer that the manifolds have been coming apart and leaking could not be verified due to the product not being returned for failure investigation and the photo could not verify the complaint. The root cause cannot be determined without the physical sample for investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set came apart during use and leaked medication down the patient's back. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "the manifolds have been coming apart and leaking, and the connection with the extension to the angio seems to not screw on very tight and leaks at that spot. Bd smartsite ext set 3 port manifold - # 20519e coming apart where circled and air locking. Details: pt. Was in endo being put to sleep and the anesthesia provider stated that the connection of item 7592897 to the angio was leaking. He tightened that connection then went to the manifold ((B)(6)), started giving propofol and the connection there came apart completely and sprayed the patient down her back. There was no adverse event. It just delayed the patient getting to sleep for the procedure. Procedure: egd and colonoscopy".